Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
It was reported that the seal of insulin pump was came off. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.